Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site to request additional information, but no further details could be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "the small grasping retractor had a broken cable". Failure analysis found the primary failure of pitch cable broken distal to be related to the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. The root cause of this failure is attributed to a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the small grasping retractor (part#: 470318-10/ lot#: n10210412 0005) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial#: (B)(4). There were 8 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.